Event description:
The hospital reported that the packaging of a pericardial patch was smeared and liquid contents appeared to have leaked. No additional details provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no device history record (DHR) review can be done because there is no serial number reported for this device. Through follow up with the hospital and sales representative, it was learned the device is not available for evaluation because it was mistakenly discarded. However, it was determined the most likely cause for this event is shipping damage. Without return of the device for evaluation, we are unable to conclusively determine root cause for this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.